Event description:
It is reported that the pt presented to the dr with hip pain, resulting in a revision surgery, which required replacement of the fractured femoral head.

Event description:
It is reported that the pt presented to the dr with hip pain, resulting in a revision surgery, which required replacement of the fractured femoral head.